Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: no marking. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, no arterial flow was seen through the marker lumen. The device was removed and re-flushed; however, no arterial flow was seen. The physician felt that although the device flushed successfully, the device may have been broken. It was noted that during flushing, the spray was seen coming out to one side of the device with great force. The vessel was re-wired and hemostasis was achieved using a second proglide device. There were no reported patient adverse sequelae. No additional information was provided.